Manufacturer narrative:
Evaluation: results: as received the lead was returned cut and incomplete. Discoloration was observed on the paddle lead body feeding channel one through eight. Broken wires were observed in the lead paddle, conductivity test failed most of the channels. This damage is consistent with repetitive stress conditions the lead was subjected to while implanted. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt experienced ineffective stimulation coverage. The pt underwent surgical intervention to explant and replace the lead. No pt complications were reported.